Manufacturer narrative:
We are not able to validate and further investigate the complaint as consumer didn't return the product back. We asked the manufacturer to test the retain samples, results are still pending as of (B)(6) 2021.

Event description:
Bristles falling out.